Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported during a stenting procedure, stent deployment difficulties were encountered. The 85% stenosed lesion was located at the bifurcation of the severely calcified, mildly tortuous internal to common carotid artery. The 9-30mm eccentric lesion was not pre-dilated. After placing the other manufacturer's 90cm introducer sheath, the physician positioned the filterwire ez. Following advancement of the carotid wallstent on the filterwire ez, the physician attempted to deploy the stent. The physician was only able to pull back the outer catheter about 10mm, and then he encountered significant resistance. It was not possible to retract the stent, nor was it possible to release the stent completely. Therefore, he chose to withdraw the stent delivery system. However, in order to withdraw it, the physician pulled harder on the outer catheter, and it tore off at the handle. The physician was then able to remove the complete delivery system leaving nothing in the patient and completed the procedure with another of the same devices. No patient complications were reported. Patient's status was reported as 'stable'.